Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between the ipg and charger. The patient stated she has not recharged the device in a while. The patient programmer also reflects a communication error. In turn, surgical intervention may be planned as the next course of action.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information was received that surgical intervention was undertaken around 2018, wherein the ipg was explanted. The patient was unable to provide the exact date of explant. The patient was implanted with a new ipg on a later date. Post-operatively, effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: conclusion code was inadvertently omitted in supplemental report.